Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during j-pouch/large bowel resection, when trying to tilt the safety bar, it was stiffer than usual. Therefore, when a little force was applied to pull it, it broke from the root. As the green bar was found to be displayed, the firing was continued to be performed. It was felt that the firing feeling was lighter than usual. The surgeon intended to perform an anastomosis, but even the handle was released, the anastomosis was found to be not performed. The anvil came off, so the combination with the same stapler was made again, and the firing was performed. It was found that only the knife advanced, and u-shaped staples came out. It was noted to be anastomosis miss. There was tissue damage. The staples in the lumen were removed, and additional resection with a new stapler was performed at the failure site. There was no problem with the anastomosis. The surgical time was extended by less than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A container was received with malformed/unformed staples. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscopic examination of the device displayed nicks on the knife blade and the safety feature was broken off. In addition, a deep knife impression and cross cutting staples were observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage, and the staple line was properly formed. An anvil retention test was performed with an acceptable result. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed safety damage and malformed/unformed staples may occur if the instrument is forced to fire without disengaging the safety properly. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition of the safety bar broke from the root, firing feeling was lighter than usual, and anastomosis was not performed. No further actions have been deemed necessary at this time. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. If information is provided in the future, a supplemental report will be issued.